Event description:
To whom it may concern: I have experienced a number of negative adverse events after having the medtronic synchromed intrathecal pain pump infusion system implanted last (B)(6) (2023). My neurosurgeon does not feel that these issues are related to the pump; however, I have found evidence that other patients have experienced the same issues that I've had. As a previous registered nurse and clinical researcher, I feel that it's extremely important to report this information to you for further investigation. My symptoms actually started in the summer, after a horrible series of utis, that led to symptoms similar to interstitial cystitis: lower abdominal pain, lower back pain. I saw several specialists: a urologist, gyn, a uro/gyn, chiropractor, and my gi, in addition to my pcp. Eventually, I also started having numbness and weakness down my left leg and numbness in both feet, and my family noticed that my back looked "crooked". My pcp took some images on (B)(6) 2024 of my spine and hips and diagnosed me with a slipped disk, prescribed some muscle relaxers and advised me to rest, ice, etc. I went to the ER on (B)(6) with continued weakness in my left hip and my hip popping out, and I was afraid I'd had a hip fracture. No additional imaging was completed; however, they advised the same, continue to take my gabapentin, muscle relaxers, rest, and ice. I had been to a chiropractor to get realigned a couple of times and they advised me not to see the chiropractor for awhile. During my routine visit to my gi, she inquired why no one had consulted neuro, and she put in a neuro consult for me. I opted to see the same neurologist who put in my pain pump and saw his np on (B)(6). Additional images were taken, and I was found to have severe scoliosis, which is abnormal for me. I did have a hx of degenerative disc disorder; however, I've never had any type of scoliosis. They ordered more intensive imaging, cts and an MRI. My cts reinforced the dx already given of scoliosis. I am having the MRI tomorrow. I've done some research and found that several other patients had spinal deformities after having the pump implanted. (Https://ncbi.nlm.nih.gov/pmc/articles/pmc4127735/). In a few short weeks, I have gotten to the point of being very limited with my mobility. I am unable to stand upright without the assistance of bracing or wearing a very tight corset. As of (B)(6), I now have a fracture at l3-l4. There was no sort of trauma to account for such a sudden change in my spinal column. I've conveyed to my neurologist all of the information I'm sharing here and that I feel this is related to my pump, as I have pain at my catheter insertion site and around my pump, but he doesn't feel that this is related. I still think it is definitely related due to my symptoms. Typically, scoliosis is diagnosed earlier in age but may occur at menopause in a very small amount of people. It is usually a slow progression, not a sudden, one day you're fine and the next day you have a 34% curvature in your back. In addition to the scoliosis and the fractures, I also have a curvature in my lower spine. None of this is logical. I'm supposed to have corrective surgery (B)(6) 2024 to place 4 rods and 20 screws to fix this spinal deformity. I'm praying that I won't have any further negative issues after that. I've been in touch with (B)(6) at medtronic, who advised me to "have my provider reach out to the regulatory dept for next steps". My provider's nurse said my pain provider needed to followup, as they "manage the pump". The pain office said the surgeon needed to follow-up. No one wants to accept responsibility, so I'm following up. I don't want others to be hurt as a result of this device. Apparently, this device was also recalled and I was never notified; I stumbled across this info on medtronic's website. Thank you for any assistance you may be able to provide. (B)(6).